Event description:
The customer contact reported a hole in the tubing; subsequently, a leak was noted. The tubing set was to be used to deliver an unspecified volume of blood product. It was reported during priming prior to pt use, approximately 20ml of blood leaked from a hole in the tubing at an unspecified location distal to the blood filter. The tubing set was replaced and the therapy was initiated. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.